Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a faulty touch screen, there was deviation between the stylus and the cursor on the screen. It was further noted that calibrating the stylus did not solve the problem. Analysis also noted that no stylus was returned with the programmer and that a screw from the hinges cover plate was missing. The touch screen and the stylus were replaced, software was reinstalled and the programmer passed all final functional and systems tests. (B)(4)

Event description:
It was reported that the programmer's touch screen was faulty. The programmer was returned for service. No patient complications have been reported as a result of this event.